Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and ketones. Prior to the event, the customer's insulin pump had a frozen screen. Troubleshooting was performed, but the issue was not resolved. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display and no button response due to a keypad connector not being properly plugged in. Unable to perform functional tests including the displacement, prime, basic occlusion, occlusion and no delivery tests due to the frozen display and no button response. The insulin pump had a missing end cap sticker.